Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's reading was 450 mg/dl. The customer declined to troubleshoot. The customer stated the cause was diabetic ketoacidosis. The customer stated she wanted a replacement, but would wait to see if the insulin pump would continue to work or not. The insulin pump was not replaced or returned.